Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted at the time. A procedure from was stating that this lead was involved in an infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).